Event description:
It was reported that the enlite sensors were not working correctly. Customer stated that the accuracy is way off. Customer prefers the soft-sensor. The accuracy rate is less than 50% which is unacceptable. The blood glucose reading is 62 mg/dl. During troubleshooting, advised the customer to calibrate three times a day. Advised the customer that the sensors will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.